Manufacturer narrative:
This form was completed by the MFR. Section f was also completed by the MFR. No medwatch form was received from the initial reporter or product user. The iab was received intact for evaluation with the membrane noted to be completely unfolded. Laboratory examination revealed no defects in the returned iab. The iab inflated and functioned normally when attached to the system 90 in the lab at 80 and 160 bpm. No pump alarms were triggered. Device label code: 1738.

Event description:
After the iab was inserted into the pt, the membrane would not unfold.